Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose exceeded 400 mg/dl. The patient treated via manual insulin injection. His blood glucose at the time of call was 277 mg/dl. The customer stated that there was an infusion set leak during every bolus. During troubleshooting the insulin pump was able to prime without incident. The infusion set cannula was not bent. There customer declined to check the insulin pump settings or perform a high pressure test. The insulin pump was not returned for analysis.